Manufacturer narrative:
Additional information: a2, a4, b1, b2, b5, g3, h1 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively, the jaws of the six reloads did not close completely during testing of equipment before firing. After firing, the surgeon saw all the staples well formed. The patient was taken to the room after surgery. The next day, the doctor came to round in ward. It was found that the patient had internal bleeding. It was noted that the staples did not hold on that time. The doctor had to redo the case to stop the bleeding using a cauterizer and sutures along the stapler.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3k1224); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3k1224); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3k1224); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3k1224); egia60axt, egia60axt egia60 artic extra thicksulu (lot#n4b1804y); sigphandle, sig power sigphandle handle (sn:unknown); unk-sigadapt, unknown signia egia adapter (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively, the jaws of the six reloads did not close completely. It was noted that the surgeon saw all the staples well formed. There was no malformation and staple did not hold on that time. The user had to redo the case to stop the bleeding using a cauterizer and sutures along the stapler.